Event description:
Patient reported "surgeon informs me that they have to be changed since they were taken off the market because they bring health problems" against left device. Healthcare professional later reported "rupture and capsular contracture baker grade ii." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade ii.